Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing the device had no occlusion alarm. This issue is not related to physical damage/abuse. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the review period. During functional testing at psi station, the downstream sensor was not occluded but the upstream occluded and stalled at 2. The cause was the valves were worn out and pressure leaked. Replaced the valves to fix the reported problem and bring pump into full functionality. Device passed all functional tests after repair.